Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that the cannula was not bent and insulin pump continued to alarm not delivery. Displacement test was performed and the insulin pump passed the test. During troubleshooting, the customer was able to rewind the insulin pump and deliver the 5 units of insulin and received alarm. The customer was advised to return the broken insulin pump. The insulin pump will be returned for analysis.